Manufacturer narrative:
Coloplast reviewed all lot numbers where the reported abiss lot # was associated with. The associated coloplast lot #s are: 4063335, 4063338, 4063339, 4031360, 4031361. However, based on the limited information received, coloplast cannot determine which lot # may have been associated with the reported complaint, so all lot #s were reviewed. The review of the coloplast lot #s listed revealed no trend in the complaint, nonconforming report and CAPA data. The contract manufacturer reviewed the DHR and stated specifications were met. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health (B)(6), numbness of the legs and feet, while raising her leg and her right foot is numb, thus fractured the cuboid right, beginning generalized pains in entire body, insomnia, diognostique of fibromyalgie. Chronic pain in the hip, pelvis, right groin. Pain diffuse in the knees and in the shoulders. Blocking the leg and pelvis right when getting up. Constant heaviness and pain in pelvis, elders and right buttocks.